Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 7.5 mg/ml at 2.5 mg/day via an implantable pump it was reported that a catheter dye study was done due to decrease benefits. The hcp felt the catheter needed to be replaced.  There were no factors that could have led or contributed to the issue. The pump replacement was done since the hcp did not want to do another surgery in 3 years since the patient was fragile. The patient's weight was provided and medical history included cancer. The issue was resolved at the time of the report. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was not at the dye study. The rep said that the hcp said it did not look normal and that was all that the rep knew.